Event description:
It was reported that a call was received from the doctor noting that the patient presented to the emergency department of an outside hospital roughly 4 hours from the implanting center. The outside hospital reported that the patient presented stating that they "wanted to die" and the system controller was not connected and also not able to be located. The police went to the patient's residence but could not locate the system controller. The patient would be flown to another hospital for ongoing support. The pump had been off for an unknown period of time prior to the patient's arrival at the outside hospital. There was a discussion about risk of stroke or thromboembolism should the pump be restarted. A plan for the patient was still being determined and would be decided after further evaluation. The patient intentionally disconnected their own system controller prior to arrival to the hospital. The reason for the system controller was determined, but it was declined to be shared due to privacy concerns. The system controller was not obtained. The patient was hemodynamically stable. The patient was initially started on dobutamine but this was weaned off. The plan was for discharge home on goal directed medical therapy. The patient did not want to be considered for pump exchange at the time. No products would be returned. Serial number and location of the system controller were unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient self-disconnected their ventricular assist device (vad), no longer wanted therapy, and threw out all the equipment. The surgeon had cut the driveline to below the skin surface and the patient was alert and functioning. The self-disconnect was on 05may2025. The patient was being monitored with no intention of bringing them back to the operating room. It was assumed all had clotted off.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop was unable to be confirmed as no log files were submitted for review and the pump remains in use. It was reported that the patient presented to the emergency department without their system controller connected; the location of the controller was unknown. It was further communicated that the patient intentionally disconnected their controller prior to arriving at the hospital. Police went to the patient¿s residence, but they could not locate the system controller. The patient was stable and was flown to a different hospital for ongoing support; their international normalized ratio was 1.6 at the time. Due to the patient¿s pump being off for an unknown amount of time, it was undecided if the pump should be restarted since there was the risk of stroke or thromboembolism. The patient was reportedly hemodynamically stable and was initially started on heart failure medication but was weaned off. The patient did not want to be considered for a pump exchange at the time and was planned to be discharged home on goal directed medical therapy. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. D are currently available. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 2 of the IFU, ¿system operations¿, and section 2 of the patient handbook, ¿how your heart pump works¿, warns the user that ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ the patient handbook further explains that the pump cannot run without power. Section 6 of the IFU, ¿patient care and management¿, explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.